Event description:
Patient reported ongoing hyperglycemia. Blood glucose elevated to 408 mg/dl on (B)(6) 2010. Patient changed infusion set and delivered a correction bolus by infusion device, but this did not lower blood glucose. Patient then delivered a correction bolus by insulin injection and this was successful. Patient changed the adapter, infusion set, and insulin cartridge on (B)(6) 2010 at 7:00 a.m. Infusion device started as normal but displayed a4 cartridge/adapter alert. Patient was unable to clear this alert. Patient switched to backup infusion device at 8:40 p.m. At time of report, blood glucose level was normal and backup infusion device was functioning properly. Patient changes infusion needle every 2 days and tubing and insulin cartridge every 8-9 days. Infusion device was not exposed to water or electromagnetic fields. Patient did not lose consciousness or spill ketones. Infusion device was requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.